Manufacturer narrative:
D9 - date returned to MFR: 5/28/2026. H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed a motor rate error. Complaint confirmed by checking the alarm history. The device is repaired by replacing the motor, worm coupling, worm gear. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the faulty motor, worm gear and worm coupling. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was giving a motor rate error. There was no reported patient involvement.